Event description:
Patient stated she has been having pelvic pain. Patient noted telling the health care provider (hcp) about 16 months ago. Patient stated she eventually turned the implant off in (B)(6) 2017. Patient also stated she has been in pain management for pain/multiple issues and noticed she uses less pain meds when the device was off. Patient stated she turned the implant back on at a later date and was shocked 2-3x, like jolting. Patient stated it included when the amplitude was turned all the way down, so she turned off the implant again. Patient also stated she began having pain starting in the vaginal area all the way down to the ankle and that it was with the device off. Patient stated she rearranged her position. The patient indicators for use are for urinary dysfunction/sacral nerve stim. No further complications were reported/anticipated.